Event description:
It was reported that this right ventricular (rv) lead stimulated the patient's diaphragm with increased pacing threshold measurement. In addition, helix was unable to retract during the lead revision. As of this time, this rv lead remains in service. No adverse patient effects were reported.